Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient who presented in clinic with high, out of range, hv lead impedance measurements. The lead will be monitored.